Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed no evidence of motor issues were recorded. During testing, the pump performed the rewind, load, and prime steps with no issues occurring. The piston fully rewound when performing the rewind step. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no issues occurring. The pump case was removed and no defects were found to the lead screw or motor assembly. The returned battery and cartridge caps were used to complete all testing. The complaint that the pump was not able to complete the rewind step was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter alleged that the pump was no able to successfully complete the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.